Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During functional testing the force sensing resistors (fsr) were found to be inoperative. The cause of the condition was unknown. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.